Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded a charge timeout message. Review of stored device memory noted several treated and untreated episodes that were appropriate, however, one untreated episode appeared long and appeared that therapy should have been delivered, however, was not. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. External visual inspection noted no anomalies. A review of device memory was performed, which confirmed the device recorded a charge timeout alert while implanted. The charge timeout alert(s) occurred when this device attempted a lead impedance measurement but the capacitor voltage had not reached its decreased target value (i.e., 0.5 volts) in a prescribed amount of time. This alert was reproduced in the laboratory setting during device testing. We suspect an incorrect measurement reading as a result of micro-contaminant between adjacent connection components on the hybrid circuit. Next, the device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. This issue does not impact high voltage charging or shock therapy delivery, only the device's ability to measure impedance measurements. Sq-rx devices are no longer being manufactured. The newer generation devices (emblem) have hardware and firmware design changes to mitigate the possibility of the above-described behavior.

Event description:
It was reported that analysis was completed for this device.